Event description:
Pt reports that her cadd legacy pump, sn (B)(4), is working but despite using a new battery, the battery is only lasting 48 hours or less. This did not affect the patient or cause any damage or ill effects. We are sending a new pump to replace this pump. Dose or amount: 62 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2007 to present. Diagnosis or reason for use: pah.